Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pink slide was reported to have moved forward. The patient's blood glucose (bg) values reached 400 mg/dl. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received undeployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. A drive stall during priming was observed in the pod data. Closer inspection of the data found that the rotational sensor failed to transition in tandem with a dip in pulse widths, indicating that the hook talons were failing to detent the ratchet gear. The pod was deactivated after second prime. The pod was reset, connected to an unused pdm, programmed to deliver a 10 unit bolus, and deactivated. The failure to detent the ratchet gear was not replicated in the rerun. Inspection of the drive mechanism found no deficiencies that would result in the hook talons failing to detent the ratchet gear.